Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the lcsk5 was not operational out of the original packaging. The account changed handpieces and blade still did not function. The handpieces were tested and were operational. A 10mm sonosurge device was used to complete the case. There was no consequence to the pt.